Event description:
Pt could not prime a new insulin cartridge (motor was running, but no insulin came through the infusion set tubing). Pt also reported experiencing unexplained high blood glucose levels (293-310 mg/dl) for the past week. Pt was able to correct high blood glucose using device--no other treatment was received.